Event description:
It was reported that during a system startup, 23087 errors were encountered. The caller attempted a hard power cycle of the system, but the issue persisted. A log review indicated 23087 errors originating from the shoulder rotation sensor/encoder. Despite the errors, the system was used for training without full boom functionality. Isi field service engineer (fse) was dispatched to the site to further troubleshoot. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The axis 2 motor module was analyzed and found in system logs, the errors were confirmed. It was also mentioned in the case notes that the shoulder motor replacement did not fix the issue and that the zettlex encoder was replaced and that was able to resolve the 23087 error. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a golden system where it was calibrated and started up in normal mode without triggering any faults or errors. The complaint regarding errors at startup was confirmed by failure analysis. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure, based on system logs review, can be attributed to a faulty hall sensor.

Event description:
Refer to h11 for follow-up information.